Manufacturer narrative:
Refer to mrns: 1221359-2021-00669, 1221359-2021-00671. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 191-000 / lot 1013556 and test base part number 190-430 / lot 1013556 were reviewed. This lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1013556 showed that the complaint rates is (B)(4). Investigation not yet complete. Upon completion, information will be provided in a supplemental report.

Event description:
The customer reported approximately six (6) false positive results with the ID now covid-19 assay, and provided information involving three (3) patients. This is report two (2) of three (3). The customer reported false positive results on a nasopharyngeal sample with the ID now covid-19 assay performed (B)(6) 2021. Repeat testing performed (B)(6) 2021 also provided positive results. Confirmation testing with pcr (date of collection not provided) provided negative results. The patient was not symptomatic at the time of testing. No additional patient information, including treatment and outcome, was provided. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1013556 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however it could be related to sample interference or cross contamination.